Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that she experienced nausea and dizziness with sensor insertion, on approximately (B)(6) 2016. Exact date of event is unknown. Dates are an approximation based off of information that was provided. Patient reported that she has not passed out with insertion, but had nurse perform insertion because she felt nauseous and dizzy. No additional event or patient information is available.